Event description:
It was reported that the r-wave sensing was low. The lead was capped and replaced. Not evidence of lead externalization via x-ray. No adverse consequences for the patient.

Manufacturer narrative:
(B)(4).